Event description:
On 2016-06-29, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a patient's pump implant procedure. The drug to be used in the pump was not reported. The indication of the pump was not reported. On (B)(6) 2016, during a pump implantation surgery, no problem was visually observed with the connector at the time of opening. During the connection process, the connection mechanism was taken out and when the nurse was picking it up from the tray, one part of the collet became disconnected. The catheter was returned for analysis.

Manufacturer narrative:
Analysis of the catheter (lot # n593664002) found the pin connector collet was detached and/or missing. As received, one side of the collet was attached onto pin connector but not fully locked in place, while the other end had a collet detached. Additional visual inspection did not appear to show any anomalies with the pin connector or collets. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.